Manufacturer narrative:
Date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was received as litigation from a legal source in australia. The implant surgeon is: (B)(6) hospital. (B)(4).

Event description:
It was reported to boston scientific corporation that a xenform device was implanted into the patient during a post - void residual volume + xenform placement + sacrospinous ligament fixation procedure performed on (B)(6) 2015 to treat prolapse. As reported by the patient's attorney, the patient experienced an unknown injury.